Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip break was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope had the tip break, both the bending section cover, and the curved tube are broken. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on bending section, water tightness is lost, due to a pinhole on channel tube, water tightness is lost, adhesive on bending section has a chip, due to wear of angle wire, bending angle in up direction does not meet specifications, due to damage on channel tube, forceps cannot be inserted smoothly, connecting tube has a scratch, control unit has a scratch, grip has a scratch, insertion tube rotation ring has a scratch, universal cord has a scratch, light guide connector has a scratch, and video connector and case have a scratch. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.